Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test due to motor error alarm. Pump received with cracked reservoir tube lip, cracked battery tube threads and cracked case. The test infusion set and reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. The customer stated that the insulin pump was exposed to high magnetic fields. Customer was able to successfully clear the alarm. Customer was able to complete rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.